Event description:
The pt was being observed during immediate post-closure open heart surgery. Pt went into ventricular fibrillation. External sterilized paddles were improperly plugged into defibrillator, and defibrillation was not immediately available. Chest compressions were initiated while paddles were re-plugged in properly. Pt was defibrillated and the chest was re-opened. The pt was given a bolus of epinephrine, and returned to normal sinus rhythm. The pt survived the event.